Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 600 mg/dl at the time of incident. The customer's blood glucose was 343 mg/dl at the time of call. It was reported that insulin pump's display screen was blank. After troubleshooting, display screen returned. It was advised that battery cap would be replaced. It was also reported that insulin pump showed that the battery and reservoir was low when it was not actually low. Troubleshooting was also performed for high blood glucose. The customer stated that they treated the high blood glucose with insulin pump. Insulin pump passed self-test and displacement test. The insulin pump will not be returned for analysis.